Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experinced hyperglycemic event with an unknown blood glucose value. No further patient complications were reported. Troubleshooting was be performed and insulin flow block was due to bent cannula and event was resolved by complete set. And it was unknown whether the customer will continue the use of the insulin pump. The reservoir and infusion set will be returned for analysis.

Manufacturer narrative:
Evaluated three opened/used partial reservoirs (all reservoirs contain 0.5 ml of clear liquid inside reservoirs barrels.) And performed a visual inspection using (B)(4) appendix e and found no physical or cosmetic damage. Also inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test per dop114-811 as follows: using lab transfer guard and plunger; reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Found all three reservoirs not occluded. Also checked reservoirs snap-cap width dimension dop114-811 and d6014595. All three reservoirs passed per specifications. Reservoirs snap cap values 1.- 0.447, 2.- 0.445, 3.- 0.445. In summary, the customer complaint of occluded reservoir could not be confirmed. Reservoir passed functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated three opened/used partial reservoirs (all reservoirs contain 0.5 ml of clear liquid inside reservoirs barrels.) And performed a visual inspection and checked reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test per dop114-811 appendix c as follows: using lab transfer guard and plunger; reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Found all three reservoirs not occluded. Also checked reservoirs snap-cap width dimension d6014595. All three reservoirs passed per specifications. Reservoirs snap cap values: - 0.447, - 0.445, - 0.445. In summary, the customer complaint of occluded reservoir could not be confirmed. Reservoir passed functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.